Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4 model no, serial no, lot no, expiration date, UDI ¿ additional. G3: date received by manufacturer ¿ additional . H2: additional information. H4 device mfg date ¿ additional.